Manufacturer narrative:
At this time, it is unknown if the graft remains implanted. A comprehensive records re-review is being conducted. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint as part of the fortiva appear study. The complaint indicated that the patient underwent a surgical procedure, on an unknown date, with implantation of an rti fortiva graft. On (B)(6) 2021, the patient developed bleeding.

Manufacturer narrative:
Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification - sp-61100 "04"; annex 1-3 "06"; annex 1-6 "02" and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 15 fortiva® tissue matrix xenograft from lot pd19400001 without related complaints. Bleeding after a surgery is a common post-operative complication. For this complaint, the bleeding and procedure occurred on the same day. Based on the additional information that was provided, the patient's post-operative bleeding was exclusively related to the surgical procedure and not with the fortiva® xenograft.

Event description:
On (B)(6) 2021, the patient underwent a right breast reconstruction post-mastectomy with nipple conserving inframammary. A silicone implant was placed and four lymph nodes were removed. Two drains remained indwelling. On the same day, the patient experienced bleeding and was taken back to the operating room for treatment that was successful. Both drains were removed upon discharge from the hospital on (B)(6) 2021.